Event description:
It was reported that one of the craddle bars was broken (out-of-box). Therefore, this product could not be used. No pt involvement occurred. Another device was opened and the procedure was successfully completed without any issue. On 09/25/06, investigation was completed, and it was determined that scope washer tubing was broken. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: visual inspection shows that the c-ring was partially extended and the c-ring tubing was broken. Therefore, it is confirmed that the c-ring tubing is broken. As for how the tubing broke; the most likely cause is how the device was initially handled.